Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and a hole in the tubing at the pump segment section was observed; no issues were observed with the slide clamp that could generate a hole. Pressure and clear passage underwater testing were performed, and a leak due to a hole in the tubing was observed. Pressure and functional testing using the slide clamp were performed, and no issues were observed. The reported condition was verified. The cause of the tubing hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked due to separation of bonded components (tubing to bushing). The event was further described as a leak from the "pump segment joint"; the set contained paclitaxel in the line. This was observed during setup/preparation. There was no patient involvement. No additional information is available.